Event description:
It was reported that the blankets in a 37 yeard old second generation warming cabinet (steam version) smoldered and caught on fire. Hospital staff turned off the power source. Some smoke was apparently emitted from the blankets.